Manufacturer narrative:
The user experienced hypoglycemia followed by hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported insulin drip and IV fluid administration. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia with appropriate alerts followed by cgm signal loss and transition to bg run mode; the user subsequently removed the device and did not initiate backup insulin therapy, leading to hyperglycemia and dka. Based on available information, the event was attributed to non-device-related therapy management factors, specifically interruption of insulin therapy and lack of backup treatment, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 25-jul-2024, it was reported, that on (B)(6) 2024, the user experienced hypoglycemia followed by hyperglycemia up to 342 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was treated with an insulin drip and IV fluids. The user recovered and no long-term health effects were reported.